Event description:
Upon entering the abdominal cavity during a laparoscopic appendectomy, 2 parts of the lap grasper broke off inside the abdominal cavity. The surgeon located the 2 pieces and retrieved them from the body cavity via endopouches.